Manufacturer narrative:
Originally, when the complaint was filed, conmed's distributor, (B)(4), had indicated that a sample would be returned to conmed. However, on (B)(4) 2012, a message was received stating that the sample was returned to the user facility. Device returned to customer.

Event description:
A piece of the nozzle on conmed's hand piece had broken off and there is a chance that the piece was left inside the patient.

Manufacturer narrative:
The suspect device has not been returned to conmed yet. Once it is received, a follow-up report, containing the evaluation results, will be sent within the next 30 calendar days. It is not certain whether a piece of the device was left in the patient, but to be conservative, conmed is filing this report. It should be noted that the facility admitted to reusing the device even though the device is labeled as 'single use'.